Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the insulin pump had critical pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The insulin pump was received with moisture damage on motor assembly, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label.